Manufacturer narrative:
Patient age, weight and ethnicity: unknown as information was not provided. Date of event: unknown as information was not provided. Date implanted: not applicable, no patient involvement. Date explanted: not applicable, no patient involvement. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one (1) other complaint has been received for this production order number. The complaint was opened at the time of this investigation and could not be confirmed. No escalation was required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged upon opening prior to patient contact. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/14/2022. Device evaluation: visual inspection under magnification revealed that the lens was received stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The iol was removed and cleaned, presenting with a detached haptic, lens damage, and a torn iol. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ovd and excessive force, suggested by the trace amounts of viscoelastic residue inside of the cartridge as well as the torn iol, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.